Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had endured a cough, large ketones, and a blood glucose (bg) exceeding 250 mg/dl while wearing the pod between 4 and 24 hours on the leg. Patient's mother called endocrinologist and was advised to change pod and make a visit the emergency room (ER). As instructed, a new pod was applied and patient was taken to ER. Patient was diagnosed with an upper respiratory infection and large ketones, however, was not diagnosed with diabetic ketoacidosis. Treatment included intravenous delivery of fluids. It should be noted that new pod applied, prior to visiting ER, was effective in bringing bg levels down and, hence, not removed at ER. The device is no longer available, therefore, unable for return. It should also be noted that the event date of (B)(6) 2017 is approximate as the exact date could not be recalled by patient's mother.